Event description:
Surgical tech developed facial rash and burning sensation on her face. She was seen by the occupational health physician. She has used the mask in the past without problems.

Manufacturer narrative:
The sample was received and examined, no workmanship related issues were noted. The materials used in the manufacture of this particular mask lot met specifications; there have not been any material changes. All materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso(B) (4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test, or series of tests, can guarantee that a particular item will be compatible with all users. The exact cause for the reported issue cannot be determined. We will continue to monitor for complaints of this nature.